Event description:
The laser would not start when the laser key was inserted into the ignition. Biomed was immediately called into the room and was unable to fix the problem. The procedure continued without the use of the laser.